Manufacturer narrative:
Continued health effect - impact code 4: f2203. Continued health effect - impact code 5: f2201. Implanting physician: dr. (B)(6). Implanting institution: (B)(6) hospital. Explanting physician: dr. (B)(6). Explanting institution: (B)(6) hospital further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast implant illness.

Event description:
Patient representative reported ¿breast implants illness¿ and later reported ¿both mammary capsules present severe chronic inflammatory symptoms, with synovial metaplasia and histiocytosis, as well as the presence of abundant refractory material (silicone)¿, ¿the patient has suffered from a general condition characterized by chronic fatigue, hair loss, severe arthralgia and myalgia, insomnia, anxiety and depression¿, ¿a 7.5 mm hypoechoic nodule was observed in the upper quadrant of the left breast¿, ¿chest was very swollen, especially the left one¿, ¿increase in volume in the right breast, without previous trauma, as well as moderate bilateral mastalgia that forced them to take painkillers daily, in addition, their hair began to fall out (alopecia) and thyroid was altered¿, ¿multiple folds of the implant were observed¿, and, at explant ,¿the implants are yellow in color and there is free silicone in the prosthetic socket¿, ¿psychological report¿symptoms of anxiety, worry, restlessness and a feeling of being trapped with nerves on edge, easily fatigued, difficulty concentrating or going blank, irritability, tension since 2018¿, ¿muscle problems, sleep problems (difficulty falling asleep or staying asleep, or restless and unsatisfactory sleep)¿, ¿generalized anxiety disorder triggered by the appearance of physical symptoms caused by the breakage of the prostheses¿, ¿sequelae in the form of scars on both breasts and deformity secondary to the explantation of implants necessary due to the damage that these implants were causing, so the aesthetic damage is evident and permanent¿. The events of ¿chronic fatigue¿, ¿easily fatigued¿, ¿hair loss¿, ¿insomnia¿, ¿hair began to fall out¿, ¿difficulty concentrating or going blank¿, ¿sleep problems¿, ¿sequelae in the form of scars on both breasts and deformity secondary to the explantation of implants¿, ¿severe arthralgia¿, ¿myalgia¿, ¿a 7.5 mm hypoechoic nodule was observed in the upper quadrant of the left breast¿, ¿a 7.5 mm hypoechoic nodule was observed in the upper quadrant of the left breast¿, ¿epicondylitis and associated tendinopathy¿, ¿thyroid was altered¿, ¿muscle problems¿, ¿implants are yellow in color" have been determined to be not device related. The device remains implanted. This record relates to the left side.

Event description:
The device has been explanted.